Event description:
A report was received that the patient was unable to charge. An x-ray was taken and it was confirmed that the ipg had flipped. The patient underwent a procedure wherein the ipg was repositioned. The patient was reportedly doing well postoperatively.